Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7 diopter -0.50/+5.5/089 diopter into the patient's left eye (os) on (B)(6) 2017. The surgeon noted refractive surprise, blurred vision, and lens re-alignment. Reportedly, the lens was re-aligned on (B)(6) 2017. The lens remains implanted. Attempts to obtain any further information have been unsuccessful.

Manufacturer narrative:
Date of this report: it is corrected from "26-oct-2017" to " 25-oct-2017". The diopter value of the intial lens implanted is corrected from "-0.50/+5.5/089 sphere/ cylinder/ axis" to " -0.5/+5.5/084 sphere/ cylinder/ axis". Date received by manufacturer: it is corrected from "26-oct-2017" to " 25-oct-2017". (B)(4)